Event description:
Enseal tissue sealer g2 sparked while in use and left char marks on patient and on device jaws. Manufacturer response for enseal, (brand not provided) (per site reporter): rep was emailed about the event.